Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the pump.

Event description:
The user reported an occlusion error. No patient harm or injury occurred for this case.

Manufacturer narrative:
The user reported complaint was not confirmed. The pump was found to occlude within specifications. The pump was found to have a battery outside of warranty, which was not related to the user-reported issue. The pump was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00064).